Event description:
Three endeavor sprint rx drug-eluting stents were implanted overlapping in the mid lad during the index procedure. Pt was discharged the day after the index procedure on aspirin and clopidogrel dosing. Pt was asymptomatic at the 30 day f/u. Approx 3 months post index procedure, the pt presented with chest pain, had elevated troponins, was cathed and found to have patent stents. Med management was continued. The investigator has stated that this event was remotely related to the study device and not related to the study procedure. The mi was classified as an acute non-stemi, the target lesion was not involved. Pt was asymptomatic at the 6 month, 1 year and 1.5 year follow-ups. (Ref MFR #9612164201100322, 9612164201100323).

Manufacturer narrative:
(B)(4), eval results: (myocardial infarction).